Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. The lead will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes that the lead was explanted and replaced. During the procedure, abrasions were noted on the lead insulation. The patient was stable.

Manufacturer narrative:
The reported events of noise and lead abrasion were confirmed. As received, a partial lead was returned in two portions. Visual examination found multiple external insulation abrasions breaching the optim sheath with intact silicone insulation beneath and breaching the ring electrode cable lumen with one abraded etfe cable coating and intact inner coil lumen proximal and distal to suture tie impression at the distal portion. The cause of the reported events was due to external insulation abrasion consistent with friction to device can and friction to another device or feature of patient anatomy.